Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user alleged the insulin pump was under delivering insulin. Customer was delivering a bolus but their blood glucose did not come down. The user experienced high blood glucose which was treated with the insulin pump and sometimes they had to change the set to resolve the issue. The customer also reported that the rewinds were louder and slower. The backlight was dimmer. The drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.